Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and low blood glucose level and insulin flow blocked alarm. Customer¿s blood glucose level was 400 mg/dl, 201 mg/dl, 40 mg/dl and 50 mg/dl. Customer¿s other blood glucose level was 100 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer stated that the sensor had site issue of bruise and change sensor alarm. Customer reported that they did not receive medical treatment as a result of site issue. Customer was reporting a past event. Customer also reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by changing complete set. Troubleshooting was declined for high blood glucose level and low blood glucose level. The device will not be returned for analysis.